Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received "inappropriate discharges" resulting from supra ventricular tachycardia. Re-programming was per formed, and the device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.